Event description:
It has been reported that the siderails get stuck when moving up and down as well as the head of the bed. It has also been reported that the footboard has to be adjusted for function connection. No adverse consequence reported.

Manufacturer narrative:
User facility has not provided permission to the MFR for servicing of the product. The user facility does not know which components are not functioning properly and therefore reported those components listed above as possible options. If add'l info is gathered a follow up report will be filed. Siderail latch.